Event description:
It was reported that pump showed only backlit display with no graphics visible. There was no reported impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.